Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been harder to press and slower to respond over the past 6 months. He denied exposing the pump to water and cleaning products, and stated that the patient wears the pump in a pocket or pouch.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all button key contacts.